Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that her blood glucose measured 407 mg/dl when she woke up. Her normal blood glucose level is 140 mg/dl. She inspected the bolus delivery and no insulin emerged until after 5 units were delivered. She feels the infusion device does not deliver insulin properly. No further info is available. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.